Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that the pacemaker device battery voltage was low at 2.1v, but not at elective replacement indicators. The device was prophylactically explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the device was returned and analyzed. Primary analysis revealed that the battery had high impedance.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) no anomalies found.

Event description:
It was reported that the pacemaker device battery voltage was low at 2.1v, but not at elective replacement indicators. The device was prophylactically explanted and replaced. No patient complications have been reported as a result of this event. It was further reported the battery prematurely depleted.